Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of ventral hernia repair. It was reported that after implant, the patient experienced infection, purulent fistulas, and dense visceral adhesions. Post-operative patient treatment included removal of infected mesh ((B)(6) 2017).